Event description:
Ems/personnel were attending to a pt in svt. Allegedly as medications were being given, the device displayed a leads off message then intermittently fluctuated between a flatline trace, leads off messages and artifact. A back-up device arrived and was used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the reported malfunction.